Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of segmental resection, the surgeon started firing the device , however the firing stopped on the halfway. It was reported that the tissue was thick, however, it was an appropriate thickness to the reload size. Additional tissue resection was required due to the issue. They replaced the reload and the firing was completed with no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.